Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in an arteriovenous fistula in a moderately tortuous vessel. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 14 atmospheres for 3 minutes, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.

Manufacturer narrative:
(B)(6).